Event description:
It was reported by the customer that although the push button was fully depressed, and the spring was compressed, no safety retraction occurred. No other information was received regarding any serious injury as a result of this product issue.